Event description:
Reporter alleged obtaining a discrepant blood glucose result of 300-349 mg/dl back to back with a result of 108 mg/dl on the compact plus system when testing was performed within 10 minutes. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter stated that she no longer has the strips used and so no product will be returned for eval.